Manufacturer narrative:
The reported complaint was confirmed. The pump has reached its end of service life (eosl) and will be scrapped so no further evaluation was conducted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to operate in pulse mode overnight without any errors occurring.

Manufacturer narrative:
The field service representative (fsr) replaced the pump. The unit operated to the manufacturer's specifications. The suspect pump was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the pump displayed an overspeed error. There was no patient involvement.